Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tjd5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there were shock waves and tingling going through the patient. The patient had not tried turning the therapy off and her previous health care professional (hcp) told her not to touch anything. She was not able to find the patient programmer at the moment. The patient had a small car accident and the shocking starting following the accident. The shocking was still going on. She went to the hospital following the car accident and they said they cannot check her device. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.